Event description:
Caller alleged discrepant inratio results. Results as follows: therapeutic range: 2-3. Patient self tester says in general when his inr is low, he stops eating greens. When it is in range, he does not limit his intake of greens. Patient was taken off warfarin (B)(6) in anticipation of a procedure on (B)(6). Procedure was cancelled and re-scheduled. Patient did not use the first drop of blood for inratio tests.

Manufacturer narrative:
Investigation pending.